Event description:
Caller stated that after conditioning the battery in his wheel scooter five times he is still not getting the distance on fully charged battery according to specification. He stated that he took the scooter to a qualified vendor for inspection and was told the battery is fine. He then did a research of his own and found that the charger is on the wrong setting which cause the battery to be ruined. He reported his findings to the manufacturer and vendor and was given two new battery and a charger. After conditioning this battery five times and an additional 6th on his way to an outing the scooter stopped in a highway in the middle of a crosswalk. After about two minutes of stopping it started again, and this time it jerked forward almost knocking him down. He called the manufacturer several times and each time he was promised a call back and they never did. He stated he need something he can depend on.